Event description:
The customer reported that the zipper teeth do not connect when an attempt is made to close the large access panel. This was discovered during set up in the warehouse and there was no pt contact or injury.

Manufacturer narrative:
(B)(4) - zipper teeth not connecting. Eval, results: eval of the returned product found that on panel b the access window zipper slider body is open. Panel side b the pull tab is missing on the zipper. Window b has a 1 inch hole in the netting. There is a 1 inch hole on the left on side d and a 1 inch tear on the right leg. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).